Event description:
A nurse contacted baxter (b)94) regarding a connection issue with a minicap transfer set. The nurse stated that the patient connector was not connected with the titanium adapter well when the customer changed the transfer set. There was patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Correction: have been update to reflect no sample was returned. This complaint for a connection issue was not confirmed and the root cause could not be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.